Event description:
Information was received that reported a patient was hospitalized in 2006 due to hyperglycemia. It was reported that the patient's blood glucose began to rise the day before. The next morning, the patient was transported to the hospital due to registering as "hi" on their meter and vomiting. The patient was treated with IV insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Manufacturer completed the entire form. Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.